Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantation of the evolut pro+ 29 prosthesis, a "leak" was observed. Per the physician, the leak was associated with the depth of the prosthesis at 14 millimeters. A second prosthesis was implanted above the initial one to address the leak, and the initial leak disappeared. No patient complications have been reported as a result of this event. Additional information was received that the "leak" was severe paravalvular leak (pvl). The second valve was implanted valve in valve due to the depth of the initial valve.

Event description:
Additional information was received that the patient had a bicuspid aortic valve which contributed to the deployment issue.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantation of the evolut pro+ 29 prosthesis, a "leak" was observed. Per the physician, the leak was associated with the depth of the prosthesis at 14 millimeters. A second prosthesis was implanted above the initial one to address the leak, and the initial leak disappeared. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.